Event description:
This vmsr report summarizes one malfunction event. It was stated on (B)(6) 2024, they were performing a scaling procedure on a 56-year-old male patient, using acclean scaler (B)(4), when the tip got really hot and patient stated it was burning them. No medical attention required.